Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy, after the device was approached to pancreas and clamped, it was waited about 3-5 minutes to set the compression time. When the surgeon pressed the green button and attempted to fire, though the button was pressed, the device did not operate at all. A new manual handle and a reload in the same type were opened, and the resection was performed without problems. The surgical time was extended by less than 30 minutes. There was no patient injury.